Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. Duckbill, leak test failure we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Date sent: 08/27/2010. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, two 12 mm bladeless trocars were introduced through the abdomen wall. Both were midclavicular located as working ports. During surgery many surgical instruments were introduced through those trocars beginning at 5mm diameter instruments up to 12 mm diameter instruments. A massive loss of pneumoperitoneum was experienced during surgery. An introduction of an instrument through the trocar in many occasions caused a lot of pneumoperitoneum, causing the surgery field to be inaccessible with no visibility. After approx one and a half hrs of surgery, trocars were replaced by 12 mm d-tip trocar. Up to this point 640 liters of co2 had been flowing. Since the replacement of the trocar until the end of the surgery (1 hr) 40 liters of co2 were flowing. Surgery was prolonged forty five minutes. There were no adverse consequences for the pt.